Event description:
Customer was admitted to the hosp for low blood glucosse levels. Customer had a seizure due to low blood glucose. Troubleshooting was performed and pump appeared to be operating normally.